Manufacturer narrative:
Abbvie soltraqs reference record (B)(4). The device manufacturer has been identified as abbvie. However, no lot number of the peg tube involved in this event was provided by the complainant. Therefore, it is unknown which abbvie peg tubing was involved. Abbvie commercially has available two sizes of peg tubing, 15fr or 20fr, in the united states. The catalog number is list number 062910-001 - 15fr abbvie peg and the unique identifier number field is list 062912-001 - 20fr abbvie peg. The 510k number selected applies to both possible list numbers. The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing remains implanted. No defect, deficiency, or malfunction of the peg tube was described by the reporter. If tubing involved in this event was manufactured by abbvie, there are no anomalies reported with the abbvie peg tube that would contribute to the event. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2015, it was reported that the patient thought the tube might have been pushed to the colon, an x ray was done, but no result was reported. It was reported that the physician used new site to place the tube. The customer stated that the peg tube procedure was done on (B)(6) 2015 and the duopa medication was started on the same day using abbvie tubing. On (B)(6) 2015, the physician reported that there was no issue with the tubing, she created another stoma site because the tube was not in correct position. It was reported that a routine x ray done to determine the position of the tubing after the procedure showed the tube was placed at the normal location.

Manufacturer narrative:
(B)(4)